Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken due to lead migration.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2019-00906.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00906. It was reported the patient¿s leads were explanted and replaced. The reason for explant is unknown at this time. Therapy has been restored.